Event description:
Dialysis clinic responded to a person in cardiac arrest. According to the reporter, the device continuously alarmed "connect electrodes" and would not analyze the patient's rhythm. Connections were checked and another package of defibrillation electrodes were used without success. The reporter stated the electrodes were disposed of and not available for evaluation.

Manufacturer narrative:
Physio control is continuing to investigate the reported incident.